Event description:
It was reported by service report that the footend jack was stuck, the brakes could not remain engaged and the mattress was torn with possible fluid intrusion. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Mattress.